Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that all new order and patients not crossing to multiple stations due to inbound messages were stuck. A technical support specialist (tss) connected to application server, restarted external messaging service by following knowledge articles "inbound messages stuck on available for processing=1"and "es database server performance troubleshooting" to resolve. The tss monitored messages for few days to confirm no issues with messages processing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all new orders and patient admissions were not crossing to multiple stations. The customer reported that all new orders and patients could be seen on the server but did not appear on the stations. As a result, the user set all profile stations to critical override in order to remove medications for the patients. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, all new orders and patient admissions were not crossing to multiple stations. The customer reported that all new orders and patients could be seen on the server but did not appear on the stations. As a result, the user set all profile stations to critical override in order to remove medications for the patients. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.